Event description:
Pt to ER for gyn related abdominal pain. Ultrasound ordered and foley catheter placed. At time of discharge from the emergency dept, attempts made to deflate balloon in catheter were unsuccessful using various recommended techniques per MFR. Pt referred to urologist who was unable to remove catheter. Pt then directed to radiology for imaging of catheter. Radiologist attempted removal using guidewire as per MFR specs to rupture balloon without success. Balloon deflated using a catheter through suprapubic abdominal wall. Bard foley catheter balloon would not deflate.